Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no missing segments were noted and no lines through the display screen were found. However when pump was booted up, the display was a dim red color. Unrelated to the display screen, the contrast button was found to be intermittent. Contamination was found underneath the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was a line through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.